Event description:
Ous MDR - loss of capture was noted for this lead. The implant and explant dates were not provided. The device was returned for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. Upon visual inspection, a damage of the silicon sealing was noted at the connector. Based on the characteristics, it is reasonable to assume that this damage was caused during the surgery, presumably by the usage of a medical instrument. During the analysis, no other deviations were noted which might have led to the issues mentioned in the complaint description. In particular, the values of the parameters measured during the electrical analysis proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.